Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the therapy is not working correctly. Patient stated they had turned the therapy off for way over a year because it did not provide any relief. Patient reported they recently turned therapy back on within the last 10 days and started using it again and now it runs a shock down their left leg that is just unbelievable. Patient said it has never done that in the past and they have monkeyed around with the controls to make it lower and when they get in a certain position like stretched out on their back the pulse that comes down is a constant shocking which is just incredible. Agent reviewed changing programs, decreasing intensity, and turning stimulation off if needed. The patient was redirected to their healthcare provider to further address the issue. Agent emailed local manufacturer representative (rep) for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.